Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the complaint could not be confirmed. The root cause could not be determined via data.